Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) procedure, the patient presented with symptoms of compartment syndrome in the area of the femur. It was unknown when the symptoms began in relation to the procedure. The patient was not officially diagnosed with compartment syndrome, and no medical interventions were performed in response to the patient's symptoms. It was unknown if any diagnostic tests were performed, such as an MRI or a pressure measurement, in response to this issue. It was also unknown if the patient's hospital stay was extended due to this complication. Per the chief nurse, it is possible that the patient's past medical history and/or anatomy caused or contributed to the development of the compartment syndrome. It was unknown if the patient experienced any other postoperative complications. No da vinci devices caused or contributed to the development of this condition. No malfunctions of a da vinci device occurred. No intraoperative complications occurred. The patient is currently in the hospital; the swelling has subsided, and they are close to being discharged. There are no concerns regarding long-term complications for this patient as a result of this complication.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation.